Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the clip was tangled with the delivery tube on the distal end of the device. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was provided.